Manufacturer narrative:
The battery (bat595085) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. Analysis of the log files pertaining to the controller in use during the reported event revealed one (1) critical battery alarm on (B)(6) 2018 at 16:52:38. During the critical battery alarm, the battery depleted from 24% rsoc to 7% rsoc. During this instance, the battery was not the active battery. Given that the capacity suddenly depleted may be indicative of an estimation error. This observation is also related to the observed rsoc abnormalities found during testing. As a result, the reported critical battery alarm event was confirmed. The most likely root cause of the reported event can be attributed to an estimation error, which caused the battery's capacity to drop below 10 % rsoc, triggering a critical battery alarm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited critical battery alarms at greater than ten percent (10%) battery capacity. The battery was exchanged. No patient complications have been reported as a result of this event.